Manufacturer narrative:
Concomitant medical products: product ID: 8627l18, serial# (B)(4), implanted: (B)(6) 2005 ,product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (50mg/ml, 1.2mg/day) in an implantable pump for non-malignant pain and other non-malignant pain. The pump was replaced due to normal end-of-life battery longevity. The total catheter volume (tcv) was unknown and the healthcare provider (hcp) was unable to aspirate the catheter. A back table prime was done and a modified bridge bolus was needed for the tcv (changed drug concentration to 25mg/ml). The hcp was going to use the tcv of 0.2ml. The hcp believed the current drug concentration in the catheter to be 50mg/ml. It was discussed the desired dose of 1.2mg/day was not possible at that drug concentration (lowest possible dose was 2.4mg/day simple continuous). Due to the limitations, the hcp decided to program the pump to minimum rate mode and allow the 50mg/ml to infuse at the rate of 0.3mg/day (would take 33.33 days for the drug to clear). The hcp would bring the patient back on (B)(6) 2015 and determine if the dose needed to be increased. After further discussion, the hcp decided to wait the 33.33 days for the drug to clear. Additional information was requested from the hcp regarding the cause of the inability to aspirate and if the issue resolved. If additional information is received, a follow-up report will be submitted.